Event description:
Hcp reported the patient had been having withdrawal symptoms including diarrhea and increased pain. A catheter dye study confirmed that the catheter was displaced. The patient was put on oxycontin for pain and was to follow up with another physician who will take care of the catheter problem. They feel they may replace the pump also as it is near the time it needs replacement. The patient was seen in the clinic in 2002 and was reported to be calm with no signs of withdrawal.